Event description:
During insertion of the tandem, the 60mm 30 degree iu tube snapped on the white intro-uterine part. No extra force was applied during this insertion compared to previous ones. The applicator had to be removed from the pt.

Manufacturer narrative:
As a result of the FDA form 483 report fei number (B)(4) dated october 28, 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.